Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer went to the emergency room and was subsequently admitted to the hospital due to high ketone levels and a blood glucose level of 485 mg/dl. Customer was treated with electrolytes and intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reverted to manual injections.